Event description:
A peritoneal dialysis (pd) patient reported during drain 3 of 5 she discovered fluid leaking from the bottom of the cycler. The patient continued to use the cycler for treatments after this leak, but switched to manual exchanges following her discussion with tech support on (B)(6) 2014. She has a sample available for investigation. During follow up with the patient she stated her effluent is clear with no signs of infection or discomfort. The patient reportedly takes heparin and an antibiotic regularly. No new antibiotic was prescribed due to this event. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.